Manufacturer narrative:
A field service engineer (fse) evaluated the event on 10/06/2015 and observed that vc10 (bath overflow chamber) had a clogged port which did not allow the hgb chamber (cuvette) to drain and fill correctly, impacting hgb results. The fse cleared the port allowing the hgb cuvvette to drain properly once again. The repairs were verified per established service procedures. (B)(6).

Event description:
The field service engineer (fse) reported he was on site for an h&h issue on the customer's coulter lh 780 hematology analyzer.that was generating incorrect hgb results with h&h check fail and anemia flags. The customer reported the initial results reported out of the lab, however the samples were rerun and corrected reports were generated. Controls were run before and after this incident, the abnormal I level 5c control hgb was out of specification, the normal and abnormal ii level were within specification for all parameters. There was no death, injury, or change to patient treatment in connection with the reported event.